Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during placement of the pacing lead, low impedance was observed. The low impedance was constant despite changing the position and pacing polarity of the lead. It was suspected that the insulation was damaged. The lead was explanted and the procedure was completed with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that it was the right ventricular (rv) lead that was the source of the issues and subsequently replaced.